Manufacturer narrative:
Additional applicable product code field d2b: qrb. Additional suspect medical device components involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7082579. UDI# (B)(4). Brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7080539 UDI# (B)(4). Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7078709. UDI# (B)(4). Brand name: wavewriter alpha 32 ipg upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 765467. UDI# (B)(4).

Event description:
It was reported that the patient experienced migration on all the spinal cord stimulation (scs) leads. Imaging was taken to confirm lead migration. The patient opted to have all four leads and the implantable pulse generator (ipg) explanted. The patient also experienced stimulation issues for three months due to the lead migration. The patient had symptoms of pain and discomfort at the left side of the thoracic rib cage. It was noted that the patient's pain was pre-existing and it was moderate in severity. However, the patient's discomfort was constant. All explanted devices were discarded by the medical facility. The patient was doing well postoperatively.